Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that the patient went to the ICU (intensive care unit) after the pump refill. No patient symptoms were reported. A pocket fill was suspected, not a device issue. The pump was turned down to minimum rate. The issue was not resolved at the time of the report. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.